Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range pacing impedance measurements on the left ventricular (lv) channel and out of range shock impedance measurements on the right ventricular (rv) channel. The lv lead was programmed tip to rv and the caller decided to try true bipolar configuration and after the rv coil was removed from the configuration, the lv pacing impedance measurements returned to normal. All vectors produced out of range shock impedance measurements; therefore, reprogramming was not an option. A boston scientific technical services consultant discussed further system troubleshooting. A revision procedure was performed and upon tugging on the rv lead after the device was exposed, the lead easily pulled out without loosening the device set screw. The lead was re-inserted into the header and the set screw was tightened. No additional adverse patient effects were reported.